Manufacturer narrative:
It was reported from a literature study that the patient presented a lateral cortex fracture of the proximal femur a medical intervention was required. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. Possible causes could include but are not limited to traumatic injury or surgical technique. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
In a scientific publication, butala, "comparative study between intertan and trochanteric femoral nailing (tfn) in inter-trochanteric fractures: a prospective study of functional and radiological outcomes" it was reported that the patient presented a lateral cortex fracture of the proximal femur a medical intervention was required.